Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead insulation was cut and damaged. The lead was re moved and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, the outer insulation of the lead was extrinsically breached due to a cut. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.